Manufacturer narrative:
The insulin pump had currents within specification and no off no power alarm was noted. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer wanted their insulin pump to be replaced because they stated that the device e was dead. They stated that they have been using kirkland batteries but they were advised that energizer batteries should be used. The battery cap was not loose. The customer's blood glucose was 8.4 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).